Event description:
It was reported that there was a device related thrombus and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was on xarelto 20mg and aspirin post implant procedure. At 45 days post procedure the patient was switched to dapt. The patient stopped taking plavix 2 months post procedure due to a small ich cerebral vermis. 3 months post procedure the patient presented to the hospital with an ischemic stroke. A transesophageal echocardiogram 3 days later showed that there was a device related thrombus. The patient was put back on xarelto 20mg. The patient has since been discharged from the hospital with no residual effects of these events.